Event description:
On (B) (6) 2010, this pt was implanted with the gore tag thoracic endoprosthesis as part of the (B) (4) study. During deployment, the tag device jumped proximally partially covering the ostium of the left common carotid artery. A carotid stent was placed to avoid a proximal carotid stenosis. The pt was discharged from the hospital on (B) (6) 2010.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.